Event description:
Major pump unit(s) involved: external control system failure; spring on controller. Specific component(s) involved: spring on controller clip. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replace spring in controller clip. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external component malfunction, specify.